Event description:
It was reported that while interrogating the device, an error message to reboot was received. Device image was created and the ecgs were cleared to resolve the issue and the device was re-interrogated. There were no adverse consequences to the patient.